Event description:
It is reported that the device was implanted in (B)(6) 2010 and that the patient was revised for wrist pain. X-rays confirmed a broken distal radius plate.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Sem analysis results indicate that the fracture occurred by fatigue. The surgical technique used is unknown; no post op x-rays were provided and bone quality is unknown. Possible causes of implants breaking include: inadequate reducing of the bone during surgery; bone does not mend normally; or non-compliance of patient. With the available information, however, it is not possible to determine the root cause of this event. Rockwell hardness test results are conforming to print specification. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.